Event description:
Registered nurse (rn) attempted to start intravenous line (IV). IV attempt successful, but perforation noted in tubing upon removal of needle with blood leaking from tubing. Device was an 18 gauge butterfly IV. The wire connecting needle to removal device was noted to be sharply kinked.